Event description:
It was reported that a physician broke a lead as he was attempting to remove it. The physician decided at the time he would not retrieve the remaining wire. The lead fragment remained in the patient after removing the remainder of the system. Patient outcome was unknown.

Manufacturer narrative:
Product ID, 3889-28 lot# v084418, implanted: 2009 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), implanted: 2009 (B)(6), product type programmer, patient. (B)(4).